Event description:
During evaluation, a separation between the patient adapter and the tubing / bushing was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the patient adapter and the tubing / bushing. The cause of the separation could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug on the tubing or patient adapter could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.